Event description:
The customer reported the gas module iii displayed an error message, which may have resulted in a loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated unit. Corrections included replacement of the gas bench. The unit was tested to factory's specs. It functioned normally and was returned to use.